Event description:
It was reported that this inflatable penile prosthesis (ipp) is not performing as expected as the patient is experiencing difficulties causing discomfort when having sexual intercourse. The patient mentioned that when he inflates his device his scrotum pulls up. The device remains implanted, and no further details were provided. The patient is going to follow up with the physician.